Event description:
It was reported that the device exhibited no bipolar capture at 7.5 v and r-waves were 1.0 mv. The unipolar capture threshold was 0.5 v with r-waves at 8-9 mv. The device was programmed to the unipolar configuration and the patient will be followed more closely.